Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6)2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
D10. Concomitants: exactech cobalt chrome femoral head (142-28-93, 3856755) exactech element femoral stem (164-13-08, 3700673) novation crown cup acetabular shell 46mm (180-01-46, 4005508) exactech bone screw (180-65-20, 4008624) h6. Investigation results - based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The revision reported was likely the result of a combination of both patient-related conditions and the risk factors specified in hhe2020-09-11-02. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation. Initial submission: all fields in section f should be blank, this is a manufacturer's report.

Event description:
Additional information (op report): revision surgery: (B)(6) 2022 failed tka due to polyethylene wear and acetabular osteolysis. X-ray shows loosening, eccentric poly wear and acetabular and femoral osteolysis. Acetabular component well fixed. Bone loss in the acetabulum with osteolysis in the ilium and pubic bone. Revision right tha. The patient was transferred to the recovery room in stable condition after reversal of anesthesia. No device return anticipated due to this being a legal case.